Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. Device passed the delivery accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged the pump was over-delivering. Customer stated that it was doubling the amount of insulin they put in, they put in 4.0 then it went 8.0 but at night it was dropped. Customer experienced low blood glucose and treated with food for low blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.